Event description:
It was reported that during a procedure of l5 to s1 fusion, the head of the plif (posterior lumbar interbody fusion) rectangular bone curette broke off while taking out the disc. Surgeon completed the procedure successfully using an angled curette. The pt was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned with the tip broken. Visual inspection noted a breakage site where the wall of the box meets the bottom radius of the box. In addition, the broken edges of the instrument where clean however one edge of the broken tip showed rust-like discoloration which extended towards the inside leg of the box. The reported event is possibly indicative of misuse during operation of the device. A review of the device history records did not show related issues that could have caused the failure.